Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Dexcom's clinical educator specialist contacted dexcom technical support on (B)(6) 2012 to report that pt's cgm did not alert him of his hypoglycemic episode. Pt had a seizure and bit his tongue. Paramedics were called, they administered an IV and measured pt's bg at 19 mg/dl. According to pt, cgm was reading 40-50 mg/dl at the time of the event. Pt himself is very hard of hearing, but pt's wife, who doesn't suffer from any diminished hearing, states that cgm did not alert of hypoglycemic episode. At the time of her call to dexcom technical support, dexcom's clinical educator specialist reports that pt was feeling fine.